Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 380 units of insulin. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer reported blood glucose (bg) level was over 600 mg/dl, and the contact was unsure when bg level had been last tested. To address the bg level, the customer delivered a correction bolus. Although requested by tandem technical support, the customer declined to perform troubleshooting for the elevated bg level. Additionally, the contact stated that the customer was on medication (steroids) which may be contributing to the high bg level.